Event description:
It was reported that the threaded tip broke off stem. No piece fell into surgical field. No delay to procedure, no injury to patient.

Manufacturer narrative:
The affected stem impactor rod was returned and evaluated. A visual inspection confirmed the complaint that the threaded end broke off; the broken tip was not returned with the device. The threaded end can fail if the device is over torqued while attempting to insert or remove the device from the corresponding hip stem. Stress fractures due to material fatigue can also cause the device to fail. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history for the batch did not reveal additional complaints. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed.